Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) had ins removed (B)(6). Since their implant date in 2016, it had hurt the pt to lay down and it never got better which is why they had the ins removed.